Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to login to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to login to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device of this incident, it was determined that the nurse unable to login to pyxis. A technical support specialist (tss) dialed into the server and attempted login, but duo mode was enabled. Contacted it helpdesk and requested on-call support. Customer reported frequent account lockouts requiring multiple login attempts. Tss reviewed server logs and found failed login errors starting on (B)(6) 2025 and fingerprint mismatch errors on station. User also reported intermittent login issues on station; no critical errors were found except a fingerprint spoof event on (B)(6) 2025. Tss found that account and password were active, but system instability was noted due to prolonged server uptime and disabled windows updates. Tss informed the customer about a planned server reboot and windows update installation and awaited confirmation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to login to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.